Event description:
It was reported the patient never had therapeutic effect and experienced a shocking or jolting sensation. It was stated the patient felt shocking in his right testicle since implant and he could not turn the stimulation up or he ¿starts burning.¿ the patient went to his urologist on (B)(6) 2013 and when he turned the stimulation on the patient got shocked. The patient did not get good bladder control because he could not increase the stimulation high enough. It was noted the patient was up all night going to the bathroom, sometimes every 45 minutes to an hour he was up just like before he was implanted. The patient was on 1.9 amps and could feel the stimulation but was not getting symptom control. If the amplitude was increased the patient felt shocking. The patient was redirected to their healthcare provider. It was reported the patient had gone to the doctor twice and stimulation was reset to around 1 and then increased to around 1.7 and ¿it still shocked the thunder out of him down there on his right testicle.¿ if the patient went any higher, ¿it just really burned him up.¿ it was stated the night prior to report the patient was up about 5 times, and he passed about a half to 3/4 of a gallon of urine. Reportedly, the permanent implant was not as effective as the trial. The patient could do ok during the day and could sit for 5 hours, but as soon as he stood up ¿water started running out of him¿ and he did not have therapeutic effect at night. The patient had an appointment with his doctor scheduled for (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).